Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a hydratome rx sphinterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure while testing the bowing of the tome outside the pt, it was felt there was not enough bow. When attempting to bow the device inside the pt, the device was not able to bow up to 90 degrees, making the cutting process more difficult. The case was able to be completed using this device, with some difficulty. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4) - other (won't bow). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B) (4).